Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced five infusion sets cannula leakage events. All the event occurred after 3 hours of insertion and the insertion site was at thigh. The infusion sets were in use for 24 to 48 hours respectively and patient resolved all the events by replacing infusion set and resumed insulin successfully. No further information available.